Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to damage on the shocking coil when it was taken out of the package. A new lead was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis showed that complete lead was returned intact and not severed. A very bent stylet returned together with the lead and was removed with some resistance felt. Helix was slightly bent. Moreover, shocking coil damage was not confirmed based on the observation of a very slightly deformed coils on the shocking coil. The unintended use error was based on the analysis finding of induced damage. The observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to damage on the shocking coil when it was taken out of the package. A new lead was succesfully implanted. No additonal adverse effects were reported.